Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered with error percentage of 4.967%. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The pressure plate travel set up will be replaced as a precautionary measure. An over or under infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.